Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 due to serotonin syndrome and diabetic ketoacidosis. The caller stated that the cause of death is still unknown as they do not have the death report. The caller stated that the customer had congestive heart failure, liver issues, kidney issues, sarcoidosis, and possible parkinson's disease that may have led to the customer's passing. The caller did not know the customer¿s blood glucose at the time of death. The customer's blood glucose was 600 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with a depleted (B)(4) battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. Device had a corroded battery tube and a pillowing keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.